Event description:
It was reported that a esophageal procedure was performed in 2001. The anastomosis area had swollen after the operation and a leak was confirmed from the esophagus and stomach duct anastomosis area. The physician believes that the infection caused the leak. A drain was inserted. A t-tube was used to close the leak.